Event description:
The customer reported that during an infusion of maintenance IV fluids, the tip of the male luer broke off inside of the female luer of the filter. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the male luer broke off inside the female luer was confirmed. Visual inspection of the set showed that the male luer tip was broken off and was still lodged within the female luer of the non-bd extension set. Examination under magnification showed that the breakage was uneven and jagged. The root cause was identified as the external application of force to the male luer tip facilitated by multiple contributing factors: fusion of luers either from exposure to undried liquids/medications or alcohol/disinfecting agents, weakening of the luer material due to over-exposure to alcohol/disinfecting agents, over-tightening facilitated by undried priming liquid or alcohol/disinfecting agents acting as a lubricant, extended use and possible molding defects.

Manufacturer narrative:
Concomitant medical products: bbraun 0.2 micron filtered extension set, ref (B)(4), therapy date (B)(6) 2018. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during an infusion of maintenance IV fluids, the tip of the male luer broke off inside of the female luer of the filter. There was no patient harm.